Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with a pre operative diagnosis vcf therapy. It was reported during the procedure the balloon ruptured. There were no symptoms reported. There were no further complications reported regarding the event.